Event description:
It was reported that a patient with severe pain was revised to address the migration of a mantis straight rod and three xia blockers. This report captures the mantis long construct hex straight rod.

Manufacturer narrative:
Additional data: a2, a3a, b7, d6a, d6b, h4. Corrected data: d4. H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that a patient with severe pain was revised to address the migration of a mantis straight rod and three xia blockers. This report captures the mantis long construct hex straight rod.